Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing and noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. The conclusion code was selected based on this lead being in service over 15 years. Noisy signals occurring at that length of implant is not unexpected and can result from multiple causes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead with this pacemaker exhibited noisy signals and oversensing on the presenting strip. No pacing was inhibited. Technical services (ts) recommended testing the leads in clinic. Subsequently, the leads and the pacemaker system were explanted due to infection. This rv lead has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field: h11 additional MFR narrative. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead with this pacemaker exhibited noisy signals and oversensing on the presenting strip. No pacing was inhibited. Technical services (ts) recommended testing the leads in clinic. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead with this pacemaker exhibited noisy signals and oversensing on the presenting strip. No pacing was inhibited. Technical services (ts) recommended testing the leads in clinic. This pacemaker and rv lead remain in service. No adverse patient effects were reported.